Manufacturer narrative:
An event of hematoma post procedure was reported. Information from the field indicated that heparin was administered and that the patient was moving around more than recommended post procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined but could be due to the patient's movements after procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer trevisio delivery system. During procedure, 4000 units of heparin was administered and the device was implanted successfully. Four to five hours after the procedure, small hematoma was noted and a manual pressure was applied. Hematoma was resolved. The physician mentioned the patient was moving around more than recommended post procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.